Event description:
It was reported that during the reprocessing of a fenestrated bipolar forceps instrument, a wire was frayed and the jaws were out of alignment. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additionally, one grip was bent causing a side to side misalignment of the grips. There was a 0.031 offset at the tips. The tips of the instrument's grips did not meet together when fully closed. Electrical continuity testing was performed and passed. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.